Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon applicator stick staying in me - vagina [foreign body in reproductive tract]. When I put the tampon in the applicator stick is coming undone from the applicator and staying in me [complication of device insertion]. Applicator stick is coming undone from the applicator [device breakage]. Case description: consumer contacted via e-mail and stated that when she put the tampon in the applicator stick was coming undone from the applicator and staying inside of her so she had to remove it. No serious injury was reported.